Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test and the single leaflet device attachment (slda). It was reported that the patient presented in cardiogenic shock, medication was given and the patient was put on an intra-aortic balloon pump. Mitral valve replacement surgery was originally planned, but because the patient was in cardiogenic shock, the mitraclip procedure was performed. The mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip delivery system (cds) (91216u284) was advanced. The clip opened more than 20 degrees during the first arm angle test. Trouble shooting was attempted four times. The clip was inverted, to retract the clip into the atrium; however, the clip caught on chordae and could not be freed; therefore, the clip was implanted on chordae and the leaflets. The clip did not lock but remained closed on the leaflets. Because of this, a second clip was implanted and mr was reduced to 2. This stabilized the patient and enabled the patient to be extubated and medications to be reduced. However, on (B)(6) 2020, the patient went into cardiogenic shock again and had lung edema. Echocardiogram confirmed the clip (91216u284) detached from the anterior leaflet and remained attached to the posterior leaflet/(slda) and mr increased to 4. Mitral valve replacement was performed. No additional information was provided.

Manufacturer narrative:
The device was returned and evaluated. The returned device analysis could not test the reported entrapment of device-clip caught on chordae, and incomplete coaptation, as it was related to patient¿s anatomy or procedural operational circumstances. Additionally, the reported unintended movement-clip open ¿ establishing final arm angle (efaa) during use could not be replicated in a testing environment due to device returned condition (clip returned separately from the mitraclip delivery system). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported mitral regurgitation (mr), cardiogenic shock, foreign body in patient and pulmonary edema as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. A definitive cause for the reported clip open-efaa resulting in reported single leaflet device attachment (slda) could not be determined. The clip caught on chordae appears to be due to procedural condition. The reported patient effect of foreign body in patient appears to be due to the reported clip entrapment on chordae. The mr was a result of reported slda. Furthermore, a definitive cause for the reported edema and cardiac shock could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.